Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk and crack on battery tube threads.

Event description:
It is reported that the insulin pump has a loose drive support cap. Advised customer never to manipulate or push on the drive support cap while connected to insulin pump. Advised customer that insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.